Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. There was no reported impact to the customer's blood glucose level. The alarm was cleared within 10 minutes. During troubleshooting with tandem technical support, the customer was reminded that auto-off safety feature can be modified. Reportedly, the customer has since revered to manual injections.